Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating a 73 year old female patient presenting with acute myocardial infarction and cardiogenic shock for impella support had endured multiple episodes of vt/vf during impella support, with a possible relationship to the impella device: treatment included continuation of "IV amiodarone and IV lidocaine, CPR for 2nd episode, shocks for 2nd and 3rd episode."

Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined. Added- h6 impact code 4644 d4-updated model number.